Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct400 22.5 diopter intraocular (iol) was explanted from a patient's left eye due to high residual astigmatism. The lens was replaced a different model with lens a lower diopter size. No further information was provided.

Manufacturer narrative:
Additional information received reported that the patient's age is (B)(6), and gender is female. Also, the doctor reported there was no patient complications. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. All pertinent information available to abbott medical optics has been submitted.